Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A (B)(6) male underwent evar on (B)(6) 2013. Information fro cook rep: entire procedure was very standard. Doctor landing the endograft initially right at the left renal which was the lowest. Finished the contralateral side and went to finish the ipsilateral side. After removing the distal trigger wire, noticed a kink in between the bottom two stents. Most likely due to anatomy. Went up to capture the top cap and had a little resistance, when coming back down he came down slowly. When he came to the limb it started to catch and pulled down a little. He tried very gently twice and went back up and rotated to try again. Still resistance. Cook rep had the physician advance the sheath past the narrowing and over the top cap. After doing that he continued to pull out the device and had no problems then. Finished that side and ballooned. Did the final run. Noticed that the graft was about 6-8mm down from where the physician landed and had a small type I endoleak. The physician decided to put up a cuff and ballooned again. Most of leak was gone and the physician wants to just follow up and see how patient does. He thinks it will be fixed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.